Manufacturer narrative:
Reported by medtronic field service engineer during the evaluation of device incident reported in mfg report number 8020893-2023-00483. H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that, while the medtronic field service engineer was investigating the device, the breath delivery (bd) power distribution printed circuit board assembly (pcba) of this 980 ventilator was emitting an electrical burning smell and visible smoke. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue as this occurred while the medtronic field service engineer was evaluating the device. Sp checked and found r6 on the power distribution pcba was burnt. To solve the issue, sp replaced the bd power distribution pcba. The device passed all the required tests and calibrations as per the manufacturer's specifications at the time of service. The investigation found that the short circuit at vdc within the gui caused the damage to bd power distribution pcba leading to the reported issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while the medtronic field service engineer was investigating the device, the breath delivery (bd) power distribution printed circuit board assembly (pcba) of this 980 ventilator was emitting an electrical burning smell and visible smoke.